Manufacturer narrative:
The pump was returned to animas for evaluation. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the buttons are very sensitive. The patient reported that the pump has not been exposed to water and the keypad is intact.